Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed sensor there was no electrode. Customer's blood glucose value was 132 mg/dl. The customer was not assisted with troubleshooting. Customer reported that sensor did not connect with insulin pump. The device will not be return for analysis.